Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. The reported patient effect of dissection is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and its relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was to treat a moderately calcified left anterior descending artery that is 90% stenosed. The lesion was pre-dilatated with a 2.0x12mm non-compliant balloon at 12 and 14 atmospheres (atm). The 2.5x23mm xience xpedition stent delivery system (sds) was deployed and post dilatation with a 3.0x12mm non-compliant balloon was performed at 18 atm. A dissection was observed at the distal edge. Another 2.5x15mm xience xpedition stent was used to cover the dissection. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.